Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs), alleging the closure seal on her onetouch verio iq meter starter kit was broken and opened. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2012. The patient manages her diabetes with insulin (no adjustments). It is not known if the patient made changes to her usual diabetes management routine. A couple days after the alleged issue, the patient claims she had abdominal pain. The patient denied receiving medical treatment due to the reported issue. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of "abdominal pain" does not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.